Event description:
It was reported that pump experienced malfunction identified as malf 13, and pump battery drained, causing pump to shut down before caller contacted technical support. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.